Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that right ventricular (rv) lead had evidence of low out-of-range impedance measurements, oversensed myopotential noise and high threshold measurements. The lead was cut and explanted. No adverse patient effects were reported.

Manufacturer narrative:
This segment of lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed only approximately 40 cm of the distal end of the lead was returned. The is-1 terminal end was not returned. An extracting stylet was stuck within the lead segment. An x-ray of the segment did not identify any fractures. Analysis did not identify any issues with this segment of the lead that would have caused or contributed to the reported clinical observations.